Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 400 mg/dl at the time of incident. Customer stated the insulin pump had blank display and display did not return after pump restart. Customer was treated with manual shot. Customer was unable to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.